Event description:
Pt was hospitalized with intractable seizures and 14 year history of seizure disorder and hydrocephalus, status post ventricular/peritoneal shunt and recurrent seizures not well controlled with home medications. Pt was scheduled for surgery with general anesthesia in 2001. The surgeon implanted a vagal nerve stimulator. Three electrodes were placed around the vagus nerve without difficulty. The pt was progressing fine post-operative until pt developed petit mal seizures that progressed into grand mal seizure. Rectal and intramuscular medications were given. Oxygen and suctioning were administered. No IV access occurred. The tonic clonic seizures lasted for over an hour. Near the end of this hour an IV was stated. However the pt went into cardiopulmonary arrest. CPR was started and a full cardiopulmonary code was called. Rhythm and pulse were obtained after medications and cardiac shocks were given. Pt experienced asystole, ventricular fibrillation, ventricular tachycardia, and pulseless electrical activity (pea), requiring further resuscitation efforts. Pt was transferred from general pediatric unit pediatric ICU with a full code in progress and placed on a ventilator. After medications, pt had a blood pressure and ventricular rhythm without a pulse. Pt again had episodes of pea and asystole. Family decided to discontinue intervention and pt expired the next day. Report of death lists immediate cause of death as cardiopulmonary arrest and underlying cause of death as seizure disorder. Autopsy was done and preliminary provisional report is available. 1. Sudden death during/following a grand mal seizure. 2. Anatomical findings insufficient to explain death. 3. Congenital hydrocephalus with a ventricular peritoneal shunt. 4. Seizure disorder since infancy with recent exacerbation. 5. Prior surgery on right posterior occipital lobe of the brain. 6. Gastric fundoplication. Final autopsy results are not yet available. Cyberonics bipolar lead and pulse generator are being stored in immc pathology, pending legal release to the MFR for investigation.